Event description:
The customer called and reported her blood glucose went low. A blood glucose value of 36 mg/dl was documented. The customer ate and suspended her insulin pump. The customer's blood glucose rose to 117 mg/dl and she resumed the insulin pump. Customer's blood glucose rose to 274 mg/dl several hours later and she had treated with a bolus from the insulin pump. The customer stated she saw some blood at the insertion site. The call dropped when troubleshooting was offered. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.